Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went the emergency room after experiencing an elevated blood glucose (bg) level above 600 (mg/dl). Insulin injections were delivered to address bg levels. While in the emergency room, the customer was treated with insulin and released 3 hours later with bg levels in target range. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with their health care provider to discuss diabetes management.